Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered a code 1003 indicative of voltage too low for projected remaining capacity. The device was explanted to resolve the issue. No additional adverse patient effects were reported.